Manufacturer narrative:
Manufacturing site evaluation: samples received: four unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Detachment of needle during closing of abdominal wall.